Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was in disconnected mode and offline on rss. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. The field service engineer replaced internet cable because it was plugged into the wrong port. After correcting the connection, the station resumed communication and exited critical override mode. The system functioned as intended after the field service engineer repaired the device.